Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not able to be confirmed. Provided information indicated that the patient performed a controller exchange in response to the alarm. Log files were then submitted from the patient¿s new system controller, (B)(6). The log file contained approximately ~2.5 days of information (05mar2025 to 07mar2025 per timestamp). No atypical alarms were observed throughout the available data, and the pump maintained a speed within the expected range without issue. Multiple attempts were made to obtain additional log files and the serial number related to the controller that was exchanged, but no response was received. To date, no products have returned for evaluation under this event. The root cause of the reported backup battery fault alarm cannot be conclusively determined. The device history records could not be reviewed, as the serial number of the exchanged controller was not provided. The heartmate 3 instructions for use (IFU) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly perform a system controller exchange. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault and exchanged their system controller on their own at home. Log files were submitted for review and captured no unusual events in the log file event history as the log files were from the new controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.